Event description:
Complainant alleged that while attempting to defibrillator a patient in cardiac arrest (age & gender unknown) the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sebsequently expired.